Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced insufficient pain relief due to poor lead placement. The surgeon was unable to duplicate the lead placement from trial due to patient anatomy. Therefore the patient has not gotten the results that she obtained during the trial.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was poor lead placement. The surgeon was unable to duplicate lead placement from trial due to the patient's anatomy. Therefore, the patient had not gotten the results that she obtained during trial. The outcome was resolved without sequelae. Interventions included explanting the lead. No diagnostic methods were performed. The event was related to the device or therapy and related to the procedure. Signs and symptoms included insufficient pain relief. Relevant medical history included: spinal pain

Event description:
Additional information received reported the patient previously experienced low back pain in addition to insufficient pain relief prior to event resolution.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved with sequelae on (B)(6) 2016. The sequela was noted as low back pain.

Event description:
Additional information received from the healthcare professional of the clinical study reported the event resolved without sequelae on (B)(6) 2016.